Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call bad sensor alert. Customer's blood glucose level was 400 mg/dl. Customer advised their blood glucose and sensor glucose have a huge difference when calibrating. Troubleshooting for the bad sensor alert was performed. The bad sensor alert occurred after the 2nd consecutive calibration error. Customer's high blood glucose levels were from improperly inserting sensor.